Event description:
Customer called to report the pump had an alarm. Pressing the select and activation buttons cleared alarm. It was stated that the buttons were not pressing when the alarm occurred. Device was not dropped, bumped, or exposed to moisture.